Event description:
It was reported that the insulin pump alarmed weak signal with the transmitter and sensor system several weeks ago. The blood glucose reading at the time of call was not available, since the customer's father was not with the customer, but the last blood glucose reading was 219 mg/dl the night prior, for which he did give a correction. The caller was not able to troubleshoot because the customer and device was not presently available. Advised call that the transmitter should be tested; caller understood. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.